Event description:
The customer reported approximately twenty (20) milliliters of diluent leaked on the table top and dripped on the floor while performing system startup involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted by the fluid leak. No results were released out of the laboratory during the event. The laboratory has an exposure control/risk management plan in place. The customer was advised not to use the instrument until service was performed. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a hole in the tubing at pinch valve pv49. The fse replaced all the tubing at pinch valve pv49 and resolved the fluid leak issue. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).